Event description:
An 85 year-old male, was originally implanted on october 16, 1997. There were no reports of any problems with his system until august 28, 1998. He was seen at the implant center that day because when he awoke that morning he was unable to hear; although he could hear the prior evening. The center's audiologist was unable to achieve link with either the portable cochlear implant tester (pcit) or sclin software. Link was still not obtained after a complete change-out of the external equipment. The pt did state that he had undergone transcutanious electro neural (tens) therapy the day before and had not removed his external equipment prior to the treatment. The pt also has an electrocardiogram that same day. Explantation/reimplantation took place on september 8, 1998. Pt was reimplanted with another clarion device.